Event description:
In late 2008, stryker biotech learned of a case in the literature involving pain, acute limitation of movement and heterotopic ossification in the right arm of a female who rec'd op-1 implant (to be confirmed) as part of a procedure to treat a symptomatic fracture nonunion. The fracture, initially treated with intramedullary nail, followed by a treatment with a demineralized bone matrix one year later. The op-1 was used in a procedure in which the nail was removed and the humeral shaft double plated. The physician reported that the op-1 was used in conjunction with a thrombin pouch. Six weeks postoperatively, the pt complained of pain and limitation of movement in her right arm from 70 to 90 degrees. Radiographs revealed 'massive diffuse formation' of ossified material along the brachialis, extending from the surgical neck of the humerus to the anterior aspect of the elbow. The pt underwent excision of the calcified brachialis on an unk date and at one year follow up was reported to be asymptomatic with a full range of movement. Add'l info has been requested.

Manufacturer narrative:
Seq no: 1; author: dr. Thomas a einhorn; journal title: j bone joint surg (br); year: 2008; page number: 1617 to 1622; article title: heterotopic ossification after the use of commercially available recombinant human bone morphogenic proteins in four patients.